Event description:
The physician claims that an implantation was carried out in 2008, . Prior to the surgery, the graft was drenched in antibiotics. Immediately after the procedure was completed a redness under the skin, along the implant, was being watched. An allergy test was immediately performed, with no pathological values found. Since 2008, the patient has shown local allergic reaction with measured values of ige>2500 (immunoglobulin gamma e). No further patient information is known at this time. The cause of the allergic reaction is not clear at this time, however, the influence of the bovine collagen, which the graft is coated with, is currently in discussion. A special test for bovine collagen, which the graft is coated with, is currently in discussion. A special test for bovine collagen is planned. Additional information received in 2008: the procedure/anatomy location was femoral popliteal p2. There is no portion of the graft available to be returned for evaluation. Specific allergy testing to collagen was performed with no positive results. The antibiotic that the graft was initially soaked in was rifampicin. The patient's flow rate is good and the patient has been released from the hospital.

Manufacturer narrative:
A product has not been returned for our elevation, therefore a technical analysis cannot be carried out. Without a returned product, it is not possible to confirm how the device may have contributed to the complaint event, as reported to us. No further corrective action is planned at this time. We will, however, continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. There is no increase in the frequency or severity as indicated via an anticipated to known failure mode based upon risk documentation and/or historical trending.